Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The peritonitis was manifested by excruciating abdominal pain. While hospitalized for abdominal pain and an unrelated event, the patient was diagnosed with peritonitis. The symptom of abdominal pain started a week prior to the hospitalization. The patient was treated with unspecified antibiotics (oral, dose, frequency and duration not reported) during the hospitalization for peritonitis. The patient was discharged from hospital after five days. The patient recovered from the peritonitis event a week prior to the receipt of this report. On an unreported date, during the hospitalization, the patient¿s pd catheter was removed and the patient was started on hemodialysis. At the time of this report, the hemodialysis was ongoing. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: the date of onset of the peritonitis event was on an unreported date in (B)(6) 2014. The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).